Event description:
It was reported that a patient with an implanted edwards aortic valve since 1999, presented with severe aortic bioprosthetic stenosis and underwent an implant of a transcatheter valve inside the subject degenerated one (valve in valve). No additional information has been provided at this time.

Manufacturer narrative:
Implantation of a transcatheter bioprosthetic heart valve inside a degenerated one (valve in valve) is a less invasive surgery to treat valvular heart disease and failures. Therefore, the subject device remains implanted, and will not be returned. The device serial number has not been provided and could not be traced. Without device return or additional information, the mode/type of the reported stenosis cannot be determined or investigated. Additional information will be provided once available.